Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device noted that the clip assembly was fully deployed, and the clip was not returned with the device. There is not enough information available to determine what caused the reported failure. Therefore, the most probable root cause for this complaint cannot be determined. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record. A search of the complaint database revealed that no similar complaints have been reported for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the duodenum during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the catheter was withdrawn, but when removed from the scope, the clip fell inside the patient in a closed state. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4). Mfg site name - (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the duodenum during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the catheter was withdrawn, but when removed from the scope, the clip fell inside the patient in a closed state. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.